Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power up) was isolated to contamination on ca board component j502, as well as a defective c10 capacitor on the ca board, causing fault. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective c10 capacitor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.